Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
Explanting physician reports rupture and nodules. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reports rupture and nodules. The device has been explanted. This record relates to the left side.